Event description:
It was reported that the trach would not inflate. This event was discovered during testing prior to use. No patient was involved.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection did not identify any anomalies. Functional testing found the cuff fully inflated in all the provided samples. Devices passed all functional testing. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.